Event description:
Complaint alleges that the circuit melted in four locations on the inspiratory circuit. Pt airway temperature said to be at 37 degrees with normal condensation in the circuit.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unk. The sample was received for evaluation. A visual exam was performed and it was found that the inspiratory limb had three dents in the corrugate at 2-inches, 4-inches, and 8-inches from the pt wye. These were dents and not melts in the tubing as reported in the complaint. The dents were from the outside pushing in and were not from heating inside the tubing. The expiratory limb had no noticeable defects. The resistance of both inspiratory and expiratory wires were measured and found to be within the allowable range. Based on the investigation performed, the complaint of melted circuit could not be confirmed.